Event description:
Diagnosis: cervical stenosis, during a anterior cervical fusion the physician was attempting to remove the distraction pin and it broke off in the bone. Unable to remove the broken tip without causing harm so it was left in the patient.